Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console locked up intermittently. Procedure details and patient impact have not been provided. Additional information has been requested none received till date.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the central processing unit (cpu) host module and display touchscreen were replaced. The system was then tested and met all product specifications. The cpu host module was received, and a visual assessment of the returned cpu host module sample revealed that the interior of the module was dusty, and capacitors within the motherboard were degraded. C3sc, c10sd, and c16sd were domed with a brown substance on their tops. The voltage of the cpu battery (cr2032) was then measured. The cpu battery voltage dropped to 2.79v (almost less than 10% of the typical value). The typical value is approximately 3v. The cpu host was installed into a calibrated system and booted up without errors. The cpu host passed all tests per current revisions of stp. A surgical test in sculpt mode was performed 3 times with no non-conformities being observed. The system stayed on overnight with the returned module installed and didn¿t lock up. The cpu host module was working as intended. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).